Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was low end imprecision caused by the r1 probe. A dade behring field service rep was dispatched to the account and corrected the malfunction. The instrument is now operating within spec.

Event description:
A falsely elevated troponin I result of 0.1 ng/ml was obtained on a pt sample. The result was not reported to the physician. The original sample was retested in duplicate and results of 0.06 and 0.00 ng/ml were obtained. A new sample was tested in duplicate and results of 0.01 and 0.01 ng/ml were obtained. The pt was admitted to the hosp and treated with thrombolytic drugs. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin result was low and imprecision caused by the r1 probe.